Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 did not have power. The circulator jiggled the hemopro2 adaptor cable and the device got power and the case was completed. The hospital is unsure if it is the cable or possible the connection on the t.w. Power supply. The hospital did not report any patient effects.